Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias and conduction system defects which may or may not require a permanent pacemaker implantation are potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, bioprosthetic heart valves, and the overall transcatheter valve replacement (tvr) procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the tvr procedure. According to the literature review, and as documented in an edwards lifesciences clinical technical summary, atrioventricular conduction disturbances after tvr are associated with many patient related and procedural related factors, including pre-operative comorbid status, the degree, and bulkiness of annular calcification, interventricular septal thickness, history of electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional aortic valve replacement (avr), where there may be localized trauma due to decalcification of the annulus and suture placement in the proximity of the atrioventricular (av) node or the bundles, the transcatheter heart valve may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tvr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing transcatheter heart valve (thv) or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Although a definitive root cause could not be determined at this time, the event may be related to the mechanisms described above. Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the tvr procedure include significant transcatheter heart valve oversizing, severely obliterated sinuses of valsalva, porcelain aorta, and/or presence of bulky calcification and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on valve calcium to securely anchor to the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to cardiovascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. Pericardial effusion is an abnormal accumulation of fluid in the pericardial cavity. Because of the limited amount of space in the pericardial cavity, fluid accumulation will lead to an increased intra pericardial pressure which can negatively affect heart function. When there is a pericardial effusion with enough pressure to adversely affect heart function, this is called cardiac tamponade. It can be caused by a variety of local and systemic disorders, or it may be idiopathic. Pericardial effusions can be acute or chronic, and the time course of development has a significant impact on the patient's symptoms. In tvr patients, it may be caused by guidewire perforations or annular ruptures. In transapical patients, postoperative pericardial effusions are common, most will resolve spontaneously, and some may require intervention. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Although a definitive root cause could not be determined at this time, the event may be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are anticipated risks of the transcatheter heart valve procedure, additional assessment of these adverse events is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time at this time.

Event description:
As reported by our affiliate in austria from a clinical study, a 26 mm sapien 3 ultra valve was implanted in the aortic position via the transfemoral approach. A post-dilation was then performed. During the tavr procedure, the patient developed bradycardic ventricular fibrillation with a heart rate of 30 beats per minute (bpm) and a new onset of left bundle branch block (qrs duration: 148 milliseconds). A temporary pacemaker was place peri-procedurally with a backup rate of 60 bpm. Due to persistent bradyarrhythmia, a permanent pacemaker was implanted approximately 4 days post tavr procedure and the event was resolved. Additionally, during the tavr procedure, a suspected pericardial effusion was identified and subsequently confirmed via echocardiography. Although the patient remained hemodynamically stable, there was a progressive increase in effusion volume and catecholamine requirements. An aortography was performed revealing no significant abnormalities. A pericardial drain was inserted, yielding 400ml of hemorrhagic fluid before drainage ceased. According to the valve academic research consortium-3 (varc-3), the bleeding was classified as type 2. The event was resolved.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information provided. The following sections of this report have been corrected/updated: d4 (additional device information) and h4 (device manufacturer date).